Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician was unable to insert this left ventricular (lv) lead all the way into the port of a competitor device. The physician used mineral oil but was still unable to fully insert the lead. The set screw was tightened and the lead passed the tug test. There were high, out of range pacing impedance measurements recorded. The physician elected to use a boston scientific device which resulted in a fully inserted lead and acceptable measurements. The other manufacturer's device was scrapped. This lead remains in service. No adverse patient effects were reported.